Event description:
Event description guidant received information that this right ventricular lead dislodged. In a lead revision procedure, the lead was removed from service and replaced. No adverse patient effects were reported.